Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: updated data: d8. Corrected data: h3, h6. Investigation summary: visual inspection: the sfx x20 torque driver shaft (p/n: 289410300, lot #: nw196877) was returned and received at us customer quality (cq). Upon visual inspection, the distal tip of the device was observed to be broken and the broken part was not returned. The reported condition for embedded device cannot be confirmed as there were no x-rays provided. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. The outer diameter of the tip near the broken portion was measured to be within the specification. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed sfx x-20 torque driver, sfx x-20 driver tip. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the sfx x20 torque driver shaft (p/n: 289410300, lot #: nw196877). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The patterns of fracture do not indicate a probable cause of failure. As a result, no conclusions can be made regarding the type of fracture that the driver underwent. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for xconnector driver, x20 was conducted identifying that lot number nw196877 was released in a single batch. Batch1: lot was released on april 28, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient underwent for plif (posterior lumbar interbody fusion) treating stenosis on (B)(6) , 2020. During the surgery, the driver shaft¿s tip broke during final fixation. The fragmented tip got stuck in a setscrew. The surgeon decided not to remove the setscrew together with the broken-off tip but confirmed that no other fragments were left in the patient¿s body. The procedure finished less than 30-minute surgical delay. Concomitant device reported: unknown setscrew (part# unknown, lot# unknown, quantity unknown ). This complaint involves one (1) device. This report is for (1) sfx x20 torque driver shaft. This is report 1 of 3 (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.